Event description:
It was reported to bsc/target that during the procedure the gdc 10-ultrasoft stretch resistant coil synerg detection circuit detached from its pusher wire as it was being introduced in the prowler-14 microcatheter. The condition of the patient was not affected by this event.